Manufacturer narrative:
The technician found the casters were split and cracked due to use and age. Repairs have not been completed.

Event description:
Information received indicates the beds brakes will not hold bed in place.